Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). Treatment with topical antibiotics was unsuccessful. Subsequently, the patient underwent skin revision using silver nitrate to remove the excess skin (specific date not reported).